Manufacturer narrative:
The complaint of a damaged extension tube was confirmed and the cause appeared to be manufacturing related. One 18g nexiva IV catheter was provided for investigation. The sample exhibited evidence of use. A functional test revealed a leak from the extension tubing. A circumferential cut was observed in the tubing. This type of damage can occur during manufacturing if the grippers are damaged. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
Additional information received. This record has been updated.

Event description:
Response received from customer on (B)(6) 2025: there was no injury, but the patient did require a re-stick for another IV site (both times), and we use 18-gauge IV catheters, which can be uncomfortable for insertion. Additionally, with a well-functioning IV site and a large gauge, there was a significant amount of blood flowing due to a defect in the tubing, which unnecessarily exposed the staff member to a considerable volume of blood. The patient had no serious injury and had a working IV site for her induction of labor for the day. The nurse did not have any direct contact with blood other to her gloved hands and scrubs which she was able to change.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
When the nurses place the catheter, it is in the vein and the blood flows back freely. Suddenly the blood starts to pour out of the tubing near the clamp. There seems to be a hole in the tubing near the clamp.